Event description:
The physician was using the twinpass when he noticed it would not flush. He then noticed a green piece of fiber exiting the otw lumen and was able to remove to the twinpass from the patient with the fiber intact. No patient harm was reported.